Manufacturer narrative:
Analysis of the submitted system controller log files confirms the report of power elevations and a no external power event. Additionally, the review confirms the occurrence of low flow events. A direct correlation between the left ventricular assist system (lvas) and the reported events could not conclusively be established through this investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event or problem: additional information.

Event description:
Additional information: it was reported on (B)(6) 2017 that the patient¿s lvad had a gradual increase in pump power and estimated flow overnight. The flow reached approximately 12 lpm and was out of range displaying +++. Pump power reached approximately 9 w. The patient had been placed on heparin infusion on (B)(6) 2017 due to inr 1.7. On (B)(6) 2017 inr was 2.1, lactate dehydrogenase (ldh) was 366 u/l, and plasma free hemoglobin was less than 30. It was reported that the patient had no other clinical symptoms. The log file submitted for evaluation was reviewed by a representative of the manufacturer¿s technical services and revealed a power elevation above 10 watts on (B)(6) 2017 at 19:25. On (B)(6) 2017 at 21:32 through 22:36 the estimated flow was below the alarm threshold of 2.5 lpm. Per the representative, this type of issue could be caused by patient clinical conditions. The low flow events appeared to not be associated with any external equipment malfunction.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 45 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that there was a sudden increase in pump power and flow estimation, much higher than baseline, the morning of (B)(6) 2017. The patient was in the intensive care unit (ICU). Lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) were within normal ranges. The inr was 1.3 with an inr goal of 1.8-2.2. The patient had been on heparin infusion for prior 2-3 days as bridge to therapeutic inr. A representative of the manufacturer's technical services team reviewed the submitted log file which revealed transient power elevations. It was reported on (B)(6) 2017 that there was an increase in pump power and flow estimation overnight, higher than baseline. Ldh and pfh were normal. Patient had been on a heparin infusion since (B)(6) 2017 as bridge to therapeutic inr. A second log file was submitted. Per a technical services representative the log file revealed power and flow estimation. There were no other unusual events noted in the event history. The patient was on heparin and oral coumadin at the time of the event. An echocardiogram was completed on an unspecified date and showed patient had some recovery with an ejection fraction (ef) of 55%. The patient¿s inr reached goal of 2.0 on (B)(6) 2017. On (B)(6) 2017 it was reported that the patient was still admitted with no discharge date set.